Manufacturer narrative:
Batch review performed on 08 april 2024. Lot 2248147: (B)(4) items manufactured and released on 31-mar-2023. Expiration date: 2028-03-13. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had pain due to a loose tibia and the cause is unknown. At about 8 months post-primary the surgeon revised the tibial tray and insert and the surgery was completed successfully.